Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged and popped out into the field away from the pt. The black valve piece was retrieved to return with the btt port. A replacement device was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection observed that the valve had fallen out of the luer fitting. The reported failure was confirmed. A lot history record review was completed for the product, there was no nonconformance associated with the lot number. (B)(4).